Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: the weight the device within specification, fold creases, wear abrasion, air void in the gel and striated nick. Cloudy gel observed after the autoclave disinfection cycle. Based on the device analysis the final assessment is: striated nick assessed as a surgical tool like scratch.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii". Device remains implanted.